Event description:
Pt revised to address malalignment of tibia component.

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the mfg lot. The initial reporting stated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported event wear; however, provided info states device alignment was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.